Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 5073788. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Event description:
It was reported that bd insyte autog bc catheter cracks. The following information was provided by the initial reporter: injuries or adverse event: no. Our rns have tried starting many ivs and have had issues with many of the 20 gauge needles, the catheters either have a crack in it or they are bent so it will not let them advance the needle.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.